Event description:
During a remote follow up, oversensing was noted on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.